Manufacturer narrative:
Medtronic representatives, following-up at the site, immediately performed a navigation system checkout on (B)(4) 2013; all areas passed. Discussed that xoran scans do not meet medtronic requirements for surface or point-based registration and recommended the site use conventional CT per medtronic protocol for procedures. The system was tested using the site instruments, room and equipment and found when proper tracer registration was done, navigation was accurate. They were able to duplicate the alleged inaccuracy. No fault was found. Also reported working with physicians office to correct images taken from their office. Software investigation completed. Findings are that the images were cut off just above the brow and did not include the ears or very tip of nose. Additionally, scan was 2 months old. Scan is not to protocol. Software is functioning as designed.

Event description:
A medtronic representative reported that, while in an ent procedure, the surgeon alleged an inaccuracy. Tracer registration was successful as the surgeon traced back laterally, including the entire nose but excluding points that could match at tip of nose and laterally beyond the xoran scans field of view. Superficially accuracy was checked and was deemed good. Internally, the surgeon alleged not being accurate on the middle turbinate, cribiform plate or skull base. The medtronic representative questioned if middle turbinates could change anatomically in patients with 2 month old scans and intraoperative local injections. The surgeon did not believe so; and stated it was inaccurate inferiorly by a couple mm and anteriorly by 4-5mm. The surgeon re-registered with no better results. The surgeon opted to proceed with the procedure, understanding navigation offset in the sinuses. The case was completed with the use of the navigation system. There was no impact on patient outcome.